Event description:
It was reported that the customer's insulin pump was cracked. The customer stated that the location of the crack was at the top of the reservoir chamber and that the reservoir was not seating correctly. The customer's blood glucose was 550 mg/dl. The customer treated herself with a manual injection. The customer also mentioned that her reservoir was damaged with the rubber gasket falling off. The customer further stated that once in a while her insulin pump did fall out of her pocket. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.